Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, a patient, with erectile dysfunction of unknown cause, received an inflatable penile implant on (B)(6) 2024. He sought medical attention on (B)(6) 2024 reporting that the prosthesis had stopped inflating, making an erection impossible. Through physical examination, the doctor found that the cylinders were unable to inflate. The patient underwent color doppler ultrasound to check the implant. The examination did not reveal any fractures, ruptures or leaks that were related to the failure presented. The doctor then decided to perform a revision of the implant on 08/21/2024, where all components of the prosthesis were replaced. The doctor reported that the event was caused by a mechanical failure of the pump. The new prosthesis is currently functional, and the patient is in good health and satisfied. No harm to the patient was reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. The information received indicated the device was not able to inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, a patient, with erectile dysfunction of unknown cause, received an inflatable penile implant on (B)(6) 2024. He sought medical attention on (B)(6) 2024 reporting that the prosthesis had stopped inflating, making an erection impossible. Through physical examination, the doctor found that the cylinders were unable to inflate. The patient underwent color doppler ultrasound to check the implant. The examination did not reveal any fractures, ruptures or leaks that were related to the failure presented. The doctor then decided to perform a revision of the implant on (B)(6) 2024, where all components of the prosthesis were replaced. The doctor reported that the event was caused by a mechanical failure of the pump. The new prosthesis is currently functional, and the patient is in good health and satisfied. No harm to the patient was reported.